Event description:
According to the reporter: occurred during a laparoscopic hysterectomy and bilateral salpingoophrectomy. While suturing the vaginal cuff, the needle disengaged from the device into the patient cavity. No known impact or consequence to patient. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the needle was retrieved with grasper.